Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A user facility medwatch report (mw5100624) reported false positive sars-cov-2 and flu b results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01110z, expiration date 31oct2021 on liat serial number (B)(4)). The same sample was retested and generated negative results for all three targets (sars-cov-2, flu a/b). A new sample was collected and tested for flu b using sofia and it generated negative results for flu b. Though requested, no additional information was provided. No harm was alleged.

Manufacturer narrative:
Customer did not provide sample collection and handling information and it is not known if the sample handling is off-label. Instrument data was not provided from the liat for review of instrument performance and it cannot be determined if these samples have may have been near the limit of detection (lod) for the assay indicating a low viral titer or low level of laboratory cross-contamination. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b and the quidel® sofia assays. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. (B)(4).

Manufacturer narrative:
(B)(4).